Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, c8537.1, meniscal rasp, 30° bottom and top serrations was being used on (B)(6) 2024and the ¿tip of this device broken during the surgery. The fragment was retrieved using the forceps by the surgeon.¿. There was no impact or injury to the patient. The procedure was completed with an alternate ¿similer other device¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of their customer that the device, c8537.1, meniscal rasp, 30° bottom and top serrations was being used on (B)(6) 2024 and the "tip of this device broken during the surgery. The fragment was retrieved using the forceps by the surgeon." There was no impact or injury to the patient. The procedure was completed with an alternate ¿similer other device¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record review found no abnormalities that would contribute to this reported event. (B)(4). Per the instructions for use, the user is advised the following: exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. We will continue to monitor per regulatory requirements to help ensure patient safety.